Event description:
Additional information received reported the cause of the event was a bad lead. The lead was replaced and the patient was receiving perfect coverage and therapy.

Event description:
It was reported that intra-operatively the patient¿s device was showing impedances around 9,000 ohms. During a post-operative test the impedances were greater than 20,000 ohms. The impedance issues only affected electrodes 0 through 3. Electrodes 4 through 7 were good intra-operatively and during post-op. The patient could feel stimulation in their right leg but was not able to get stimulation on their left side. The patient needed stimulation in both of their legs. The patient had worse pain in their left leg and needed stimulation more in their left leg than their right. When checking the impedances on the highest voltage they were only able to get a response on the #3 electrode. Another impedance test was run on (B)(6) 2015 and the impedances were reading >40,000 ohms. The impedance test was run at 3v using electrodes 0, 1, 2, 3, and 4 as references and all impedance showed >40,000 ohms. When using electrode 5 as a reference electrode 6 had an impedance of 1,719 ohms and electrode 7 was 1,839 ohms. Referencing 6 and 7 were showing okay. The patient was scheduled for a revision on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 399930, lot # v008790, implanted: (B)(6) 2006, product type lead. (B)(4).